Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing. The right ventricular lead was explanted and replaced. The patient's condition is unknown.